Event description:
It was reported that during an atrial fibrillation case, a pericardial effusion was noticed in the patient. The caller reported that the patient's blood pressure had dropped, to about 49 over 29. The caller noted that a smartablate generator was in use. The caller reported that the pericardial effusion was confirmed and visualized in the atrium and the ventricle, via ice. The caller reported that the medical intervention provided to the patient was a pericardiocentesis, and about 800ml of fluid was removed. The caller reported that the patient is in stable condition. The caller noted that this was for a cryo ablation, and no bwi ablation catheter was in use. The caller reported that the only bwi product in use was the soundstar catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).